Event description:
Reporter alleged the customer obtained a result of 394 mg/dl at 11:53 pm on the aviva system while using strips stored outside of the vial. Reporter stated the customer took 25 units of lantus and 50 units of novolin based on the high reading when he normally takes 5 units of lantus and also 5 units of novolin three times daily. Reporter stated that around 5-6 am the next morning, the customer was unable to talk very much, was rolling around on the bed, and groaning, so she called 911. Reporter stated an emergency team arrived in 5 mins, obtained a result of 40 mg/dl on their system, and treated the customer with liquid drops before he was given juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.